Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5102647) alleging an issue related to a dreamstation CPAP pro device. The patient has alleged headache, nausea and vomiting. The patient also alleged that he had not previously experienced these symptoms with this frequency-weekly-a few days each week. The patient also taking medicines those are metformin, ozempic, atorvastatin, loratidine, pantoprazole, cyclobenzaprine, multi vitamin calcium and vitamin d. A device was returned to an authorized service center. During the evaluation of the device, the service center visually inspected the device and found no evidence of foam degradation. The device's event log was reviewed by the service center and found the error log showed e-193 and e-53 was logged. The device was scrapped.

Manufacturer narrative:
H3 other text : device has not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to product problem. Box b2 was corrected required intervention to blank. Box h1 was changed from serious injury to product problem. Box h6- health effect - impact code was updated.